Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a or e error alarm. The customer's blood glucose value was unknown. The customer also reported that the battery life was diminished and longer rewind. The insulin pump alarmed no delivery and erased settings when placing a new battery. The rewind and prime make louder noise and backlight was dimmed. The insulin pump had been non responsive to brand new battery. The insulin pump will not be returned for analysis.